Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as osseointegration failure.

Event description:
The clinician reported that more than 6 months after the dental implant and abutment were placed in site 7, the implant lost osseointegration. Clinician reported mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that more than 6 months after the dental implant and abutment were placed in site 7, the implant lost osseointegration. Clinician reported mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications.